Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Event description:
A customer reported she received a reading of 58 mg/dl on her adc glucose meter that was lower in comparison to an hcp meter reading of 302 mg/dl. The customer, a medical assistant, reported she received a "low reading" of 58 mg/dl at noon, compared to an hcp meter reading of 302 mg/dl taken within 10 minutes. The customer reported experiencing symptoms of "fatigue and dry mouth." She self-presented to a doctor and was diagnosed with hyperglycemia and reported she "had to get a shot of insulin at the doctor's office." The customer initially self-treated with orange juice when she believed she "was low". There is no report of death or permanent impairment associated with this event.